Event description:
It was reported that there was foreign matter like hair inside the individual packaging. The product was not used by the patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
E1: complainant state: (B)(6), complainant country: japan, name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H11: investigation summary: a batch record review was completed and no discrepancies were found. All in-process stat sample quality checks were satisfactory. Convatec foam lite 8x8cm 1x10 ster eur was manufactured under system application product (sap) code: 1713678 and lot number: 3l03835 manufactured on 29 november 2023. Lot#: 3l03835 was sterilized under order: (B)(4) and released on review of results of sterilization provided by sterilization company sterigenics. All results were within specification and products were released. No nonconformity was registered during the manufacturing process of lot: 3l03835. This is second complaint for the affected lot registered within database, with the other raised for short count in carton which is not related to foreign matter. Three photographs were received for this issue and have been evaluated in accordance with work instruction (wi). The photographs confirm the expected lot number, product and complaint issue. The foreign matter appears to be a dark hair that is stuck to the edge of the adhesive border. Based upon the dressing size, the hair is estimated as being 10 millimeter (mm) -15 millimeter (mm) long. An non-conformance (nc) / corrective action / preventive actions (CAPA) was not raised for this issue as it is identified to be below acceptable quality levels (aql)s. The aqls from process instruction identify contamination as 0.40, with an accept 5 and reject 6 based upon a sample of 500 secondary packs and batch size of (B)(4) secondary packs. As (B)(4) packs remain in distribution center (dc)s, it is likely over 500 packs have been exhausted. A single primary pack has been reported for foreign matter, so this issue remains below aqls and no CAPA new is necessary at this time. The hair appears to be fairly short and it is possible that the hair could have originated from an exposed part of the required controlled environment coverings, e.g. Eyelashes, eyebrows. Previous complaints have warranted a non-conformance (nc) and investigation to identify how a hair could have been sealed into the primary sachet. It was confirmed current personal protective equipment's (ppe) is suitable for use in the controlled environment, but it does allow movement which may allow loose hairs to transfer onto garments and in turn may transfer onto material and products while working in the controlled environment. Hair may also be transferred from supplier materials which cannot be ruled out as a possible cause. Good manufacturing practice (gmp) audits are regularly conducted to ensure all gmp activities are being followed. This single hair would also not have been visible at the time the dressings were manually inspected as the dressing pad faces the inside of the primary sachet, and is therefore not visible. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.